Event description:
Customer reported mode to mode (i.e. Manual versus automatic) was not matching when using the coulter® lh 500 hematology analyzer. The mode-to-mode mismatch was discovered when running controls in secondary mode. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and determined that the issue was caused by the blood sampling valve (bsv). He replaced the bsv along with the manual aspiration pump. He performed mode-to-mode calibration with no further issues. (B)(4).